Event description:
The device would not allow the needle to be removed once it had been loaded. The trigger mechanism toggled but the needle release was non-functioning. Device removed from use and replaced.